Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Low bg cause was not known. Reportedly, customer went to the hospital. The customer ¿could not recall details of the visit¿. Ultimately, the customer reverted to an alternate method of insulin therapy.